Manufacturer narrative:
Approximate age of device- 1 year, 1 month. Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. The hmii lvas IFU lists infection (pump pocket, driveline, and local) as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document also provides information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted for bacteremia despite antibiotic and suppressive treatments. The patient had a klebsiella aerogenes. No further information was provided.